Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarms occurred. The customers blood glucose level was 235 mg/dl. System check was performed by tandem technical support and no issues were identified. The customer continued to use the pump for insulin therapy.